Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the wireless recharger (s/n (B)(6) ) revealed that the patient's complaint was confirmed. Led's scroll continuously and device is unresponsive. Flash sector read/write protection bits have become set. Ad456980 was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the recharger is not working. Patient said the battery lights are scrolling and they can't turn it on. Reviewed how to reset the device. The issue was not resolved through troubleshooting. An email was sent to the repair department.